Event description:
It was reported primary surgery was performed. (It was l3 burst fracture, l2 and l4 was fixed with screws) 3 months after surgery, deviation of connector was found. The extraction surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Method: device was not returned for evaluation. Results: device was not returned for evaluation. Device history review could not be performed as no lot information was provided. Conclusion: because no device was received back for evaluation, testing and inspection could not be performed to aid in root cause analysis.

Event description:
It was reported primary surgery was performed. (It was l3 burst fracture, l2 and l4 was fixed with screws) 3 months after surgery, deviation of connector was found. The extraction surgery is planned on (B)(6) 2015.